Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance and was hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 28 mg/dl at the time of the incident. The customer woke up with a low. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed for the low. Customer went through a magnetic resonance imaging machine at the hospital and got a motor error alarm and the pump history had a motor position encoder error. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump was received with an energizer alkaline battery already installed. Pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the self-test, unexpected alarm error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test or verify operating currents and motor position encoder error alarm due to motor error alarms. Pump received with cracked reservoir tube lip, case cracked at the display window corner, cracked lcd display window, minor scratched lcd window, and scratched reservoir tube window.